Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse verified the bent prongs on the instrument control box (icb) and replaced the unit according to procedures. The system was tested and verified as ready for use. Isi received the instrument control box (icb) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "bent prongs¿. Visual inspection of the icb found the green connector pins bent on the instrument connection port. Based on the provided information from the user facility, it has been determined that the probable root cause is attributed to mishandling/misuse. Event verification via procedure logs confirmed the benign hysterectomy procedure was performed on the reported event date on (B)(6) 2022 on system sh0676. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: field service engineer (fse) replaced the icb unit, as it was reported that a vessel sealer instrument was forced to be inserted and this caused the pins on the instrument connection port to be bent and could not be used. The surgeon was able to continue with the procedure robotically with an mcs instrument. There was no report of adverse patient impact due to this issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated that someone attempted to force in a vessel sealer instrument and bent the prongs on the instrument control box (icb) and it was no longer able to be used. Customer continued with the procedure using a monopolar curved scissors (mcs) instrument. The procedure was completing as planned with no patient injury reported. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Follow-up was performed and patient-related information was received.

Event description:
Refer to h10/h11 for follow-up information.